Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom "system error 105" could not be reproduced at evaluation due to a load set alarm. In addition, the event history log review was not performed because the event log was not retrievable due to a failed processor printed circuit board (pcb). Evaluation observed severed motor mount screws, which are a known cause of system error 105. The motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.